Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one linear opening. A microscopic analysis and leak test were performed which identified two openings sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is two openings sharp in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported ¿left side deflation¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left side deflation¿. Device was explanted.